Event description:
The patient reported feeling a tingling sensation all over her body with or without stimulation on. The pt's system was explanted. The pt reports that the tingling sensation has decreased since explant.